Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn:(B)(4). Model: db-2202-45 serial: (B)(4). Batch: 7075108.

Event description:
It was reported that the patient, who is enrolled in the advance2 clinical study that is being conducted by functional neuromodulation ltd, limited company, experienced a seizure after one of the leads was implanted. The seizure was assessed as being moderate in severity. The patients hospitalization was prolonged and they were given medication, keppra 1,500 mg load IV x2, at which time the event resolved. It was indicated that the event has a probable relationship to the lead.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads: upn: m365db2202450; model: db-2202-45; serial: (B)(6); batch: 7075108.

Event description:
It was reported that the patient, who is enrolled in the advance2 clinical study that is being conducted by functional neuromodulation ltd, limited company, experienced a seizure after one of the leads was implanted. The seizure was assessed as being moderate in severity. The patients hospitalization was prolonged and they were given medication, keppra 1,500 mg load IV x2, at which time the event resolved. It was indicated that the event has a probable relationship to the lead. Additionally, it was stated that nothing happened during the procedure that may have contributed to the event. Imaging was taken post implant and confirmed that the lead was placed in the proper location for the study.